Event description:
On (B)(6)2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. According to the photographic evidence, the underside cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes, previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a getinge became aware of an issue with one of our surgical lights ¿ powerled 700. According to the photographic evidence, the underside cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was being used for patient treatment when the event took place. The light head transparent cover is broke, and a part was missing. According to the pictures provided this is probably the result of a collision with another device. To prevent any incident the powerled user manual nu_powerled_01581 mentions to perform daily checks in order to check the lightheads for chipped paint, impact marks and any other damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b3 date of event and b5 describe event or problem fields deems required. This is based on the additional information that has been received. Previous b3 date of event: 01/24/2023. Corrected b3 date of event: 01/17/2023. Previous b5 describe event or problem: on 24th january 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. According to the photographic evidence, the underside cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 17th january 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. According to the photographic evidence, the underside cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 17th january 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. According to the photographic evidence, the underside cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.